Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module alarmed and could not be cleared. This resulted in an interruption of medication delivery. There was a patient involvement but no harm.

Manufacturer narrative:
Omit : initial reporter state, a1601 - device alarm system (1012), g0600101 - alarm, audible. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported that the pump module alarmed and could not be cleared. Channel alarmed check IV set, IV tubing removed. Channel still alarming check IV set and wouldn't allow for unit shut off. This resulted in an interruption of medication delivery. There was a patient involvement but no harm.